Manufacturer narrative:
B3: date of event: the date of event is unknown, and (B)(6) 2026 has been used as a placeholder. The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event report was received regarding a plum a+ where the reporter stated that the pump turns off by itself and reset. Patient involvement is unknown.